Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, a slice on the fantail, and the electrode was kinked. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires in the fantail. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode caused an impedance value on some channels to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Correction information: section g.3. The date of the initial report is corrected to march 27, 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.